Event description:
A nurse reported that micro bubbles were noted coming from the probe during surgery. A second probe was used to complete the surgery with minimal delay. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).